Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements greater than 2,000 ohms and noise with oversensing. It was noted that the patient was pacer dependent. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.